Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. During hospitalization for another indication, the patient experienced abdominal pain and was diagnosed with peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was treated for the peritonitis with vancomycin (dose and frequency unknown) intraperitoneally (ip) and fortaz (dose and frequency unknown) ip. On an unknown date, the patient completed the antibiotic treatment. Nine days after being hospitalized, for the other indication, the patient was discharged. On an unknown date, the patient was recovered from the peritonitis. At the time of this report, apd and dianeal therapy were ongoing. No additional information is available at this time. This is report 1 of 4 involved in this event.